Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician attempted to deflate the occlusion balloon and turned the knob on the adapter and the teeth of the device jammed and the knob would not turn. The physician attempted several times to turn the knob eventually unjamming the teeth enough to deflate the occlusion balloon. The adapter was replaced with another to complete the case.